Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt would like to have ins removed. Pt said when implanted, ins was MRI compatible for open mris but now it was no longer compatible for open MRI machines. Pt also reported they had a car accident 2 years ago (did not confirm the year) and after the car accident it hurts more to turn stimulation on than use it. Pt is scheduled to see dr. Today for lumbar spine and will also talk to hcp about removing the scs system. Pt also wanted to know if the lead had to be removed as well to be able to have an MRI. This information was reviewed with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated they were currently in the hospital and needing to have an MRI of their cervical and thoracic spine. Caller stated they came in through the ER on thursday and noted that their spinal doctor is not happy with the way their implanted system was installed. Caller stated they mentioned a buildup of scar tissue that could be contributing to the pain and issues caller has been having. Caller stated their doctor wants to have the system removed but wants to do an MRI first. Caller noted they stopped using their stimulator 2 years ago after their second car accident because it hurt more to use it than not (see (B)(6)). Caller noted that the controller will not charge anymore so they can't charge the implant. Due to the circumstances of the call, agent did not ask further information about the controller charging and focused on MRI information. Caller mentioned they had a 4 hour spasm through their entire body. Caller noted they had open and closed mris in the past without issue, but this hospital's policy is to have the implant in MRI mode. Agent documented reported information and redirected to hcp to continue discussion of removal. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said patient was in a car accident 2 years ago and scs therapy stopped working after the accident. Patient has headaches, neck pain and spasms which requires MRI. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745; serial# unknown; product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that pt had all components of scs explanted. Pt said they also had their spine fused on 3 levels in their back and neck. The reason for the call was the pt wanted to get a diary of usage on the controller and the ins. Pt said after their car accident they ended up in the hospital with high blood pressure and was put on 3 blood pressure medications. Pt said they stopped using the scs on (B)(6) 2022 because the hcp did not know whether or not the scs was causing the pt's blood pressure problems. Pt said they turned it on again after that, but it hurt more to use it after the second car accident. Pt said they went to the hospital and had issues with MRI compatibility of the scs, but were eventually able to get the scs explanted.